Event description:
It was reported that patient has high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that patient presented into clinic later and still has high impedance. X-rays were referred and the patient was referred for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that product analysis was completed . There were no performance, or any other type of adverse conditions found with the pulse generator. An interrogation, a system diagnostic test, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The high impedance had resolved after generator replacement. No other relevant information has been received to date.